Event description:
The customer reported that on (B)(6) 2012 an erroneously elevated ammonia (amm) result was generated from a unicel dxc 800 synchron system for one patient sample. Upon multiple repeat on the same and another instrument, the amm repeat results were lower and considered valid. The initial amm result was not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied instrument/chemistry performance data indicated that instrument amm quality control results during the timeframe of the event did not meet customer established specifications in some instances. No sample collection/handling information was provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Evaluation was accomplished via customer technical support guided customer troubleshooting. The customer checked the cartridge chemistry (cc) sample syringe, the connector on top of cc sample probe, and the sample mixer and wash collar. The customer flushed the sample probe, and cleaned the reagent probe and cuvettes. It was recommended that if the customer possessed a spare sample syringe and sample probe, that they should be replaced. Upon completion of the necessary repairs the instrument was returned back into operation. Customer technical support called customer back on (B)(4) 2012 and the customer stated that quality control results appeared to be fine since troubleshooting. Root cause is not known but hardware repairs have resolved the issue.